Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal¿ optima locking injector n40j-o minipacks had issues with their spikes falling out of the fluid bag during use and leaking chemotherapy medication. The following information was provided by the initial reporter: "we are having issues with the bd optima spike port adaptor not securing into certain fluid bags (frensenius kabi freeflex bags that we¿re aware of)¿we¿d had 2 chemo spills since friday in which port spike adaptor has ¿fallen out¿ or become loose from the fluid bag. We are aware on how to properly secure the port spike into the bag ports but certain fluid ports are not allowing us to do this like the frensenius kabi freeflex bags."

Manufacturer narrative:
Investigation summary: two phaseal optima adapters along with IV bags were provided to our quality team for investigation. After decontamination, the spikes were inserted into the ports on the IV bag, all product was properly connected and the connection was secure. Dimensional testing was completed on the returned product, verifying all critical dimensions were within required specifications. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to our product or manufacturing process at this time.

Event description:
It was reported that 2 bd phaseal¿ optima locking injector n40j-o minipacks had issues with their spikes falling out of the fluid bag during use and leaking chemotherapy medication. The following information was provided by the initial reporter: "we are having issues with the bd optima spike port adaptor not securing into certain fluid bags (frensenius kabi freeflex bags that we¿re aware of)¿we¿d had 2 chemo spills since friday in which port spike adaptor has ¿fallen out¿ or become loose from the fluid bag. We are aware on how to properly secure the port spike into the bag ports but certain fluid ports are not allowing us to do this like the frensenius kabi freeflex bags."